Event description:
During a thoracotomy for rt lung resection, an et545 endoscopic linear stapler/cutter lot #m4dmow misfired and no staples came out. The procedure was completed with another stapling device.